Manufacturer narrative:
As per follow up with the customer and according to livanova erp, the unit is not contaminated and the service request need to be cancelled. Customer thought that unit had been tested but it had not been tested. The unit was not positive to microbial contamination since no test was done. The present event is no longer reportable.

Event description:
See intial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with bacteria. The issue occurred during maintenance activity. There is no report of patient injury.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.